Event description:
Customer reports units displayed a key fault when attempting to print pt data. No adverse pt outcome. Service rep unable to duplicate reported condition. Proper device operation was confirmed.